Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. After functional and performance testing, proper device operation was observed and the device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.